Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, during dispense of medication from tosh or-03 drawer 1.4, the device had opened to mini-matrix slot number 3. Instead of opened to slot 4, allowing user access to additional controlled substance. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, a field service engineer (fse) opened all mini pockets. Pockets 1.6, 1.7, 1.8, and 1.13 in the hardware test application (hta), when pressed to a certain position, opened to that position plus half of the next pocket. This did not happen every time, but it occurred often enough to be a problem. The fse may have needed a new mini drawer board. However, fse reseated the mini-drawer ribbon cables, rebooted the station, and conducted multiple diagnostic tests to ensure proper operation. The system was tested in diagnostic mode and confirmed to be functioning correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.